Event description:
Zoll defilbrillator was charged x1 to 120 joules and delivered charge without problems: second attempt to defib. At 150 joules: zoll charged increased 150 j: but would not discharge: CPR continued: another defib. Brought to bedside immediately.